Event description:
The pt was implanted with the acufix spinal system in 2001. Approx two months post-op x-rays showed that the one screw of the construct was broken mid-shaft. The surgeon re-operated and installed new hardware without incident. The pt may have been involved in a fall prior to the screw breaking.